Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results. No samples or batch number is available. As no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Final conclusion: without sample or involved batch number, we are not able to study if the affected product fulfills the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with an optilene suture. During an unspecified procedure, the needle became blunt after a few stitches; and it was also noted that the suture was too rigid and broke easily. There was no surgical delay and the patient outcome was "good". Additional information is not available.